Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the patient was brought to the emergency room by emergency medical services authority (emsa) for decreased level of consciousness and shortness of breath. Patient was found to be hypotensive and acidotic and was admitted to the intensive care unit (ICU). Vasopressors were started and patient was intubated for airway protection. On (B)(6) 2014, patient was extubated and vasopressors were weaned off. Patient was then transferred on (B)(6) 2014 from ICU to the intermediate care floor. Patient was found to be unresponsive but breathing on her own on (B)(6) 2014. A code blue and brain attack team were called; patient was intubated and taken to computed tomography (CT). Results showed massive hemorrhagic stroke with midline shift. Patient was taken to ICU; patient was posturing and unresponsive to painful stimuli. Neurology was consulted, and patient's family decided to withdraw care due to poor prognosis. Although the patient had a pocket infection, the ultimate cause of death was when care was withdrawn on (B)(6) 2014. Patient passed away shortly thereafter. An autopsy was not performed. The hospital did not consider the patient's death to be device or therapy related.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.